Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the backlight inverter printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that the ventilator's top display was blank. No patient involvement reported.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.